Manufacturer narrative:
(B)(4). The customer reported that they have cleaned the compressor muffler and filter. The extended self-test, and short self-test were performed. The ventilator pass all the required testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator stopped cycling. There was no patient involvement.